Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was requested.

Event description:
It was reported that the patient was in the hospital due to elevated blood glucose levels and ketosis. A company representative checked the patient's infusion device and found no malfunction. It was reported that the patient did not test her blood glucose level regularly and that she had experienced e4 (occlusion errors) on the infusion device. It was reported that the patient used the same infusion set for two weeks. No product was requested to be returned for product evaluation.